Event description:
It was reported that a patient had high blood pressure and had been in the hospital for three weeks. The patient was put on a water pill and his healthcare provider didn¿t want him to get up too often to use the bathroom, so a catheter was placed. The patient had been in rehabilitation for ten days. The patient reported that he didn¿t have concerns with his device or therapy, he received assistance from his doctor or manufacturer representative, and his concerns were resolved. No device issues related to the event cause were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a13y, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).